Event description:
It was reported that the pump had a defective cassette sensor. The event had occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. The device was visually inspected and found that there was lens damaged (cracked) and downstream occlusion (dso) seal delaminated. Review of the event history log (ehl) showed "cassette not attached properly" alarm. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was damaged dso sensor and unresponsive. Replaced dso sensor to correct the issue. Performed dso/upstream occlusion (uso) sensor calibration. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.